Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken drill bit. Probable root cause: application. -excessive force while drilling. -selection of wrong drill. -reuse of disposable drill. -use of reusable drill past lifetime. -starting and stopping drill. -pulling drill out of bone without running drill. -moving drill guide during drilling. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a patient undergoing arthroscopic shoulder surgery experienced a broken drill bit which remained lodged intraosseously.

Event description:
It was reported that a patient undergoing arthroscopic shoulder surgery experienced a broken drill bit which remained lodged intraosseously.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken drill bit. Probable root cause: application: -excessive force while drilling, -selection of wrong drill, -reuse of disposable drill, -use of reusable drill past lifetime, -starting and stopping drill, -pulling drill out of bone without running drill, -moving drill guide during drilling. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a patient undergoing arthroscopic shoulder surgery experienced a broken drill bit which remained lodged intraosseously.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.